Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported patient burn during the use of autocon iii 400. Burn to the patient leg at the site of neutral electrode, discovered after the procedure. According to the available information there was additional or prolonged hospitalization required.